Manufacturer narrative:
A ge service rep performed an on-site investigation. The video controller was reseated and the power supply was adjusted. Replacement of the video controller was recommended. The system was tested and operates as intended.

Event description:
The customer reported that the system's monitor went black and would not display images prior to a case. No pt injury was reported.